Event description:
On (B)(6) 2012 the physician placed the 14x60 protege stent in the left iliac vein for may-thurner syndrome. The patient came back with swelling and was scheduled for an angiogram. The physician performed the angiogram on (B)(6) 2013 and discovered that the protege stent had become dislodged and was in the right ventricle of the heart. At this time the physician tried to retrieve it (he was able to retrieve some of the stent), but because it was caught in the leaflets of the valve, the patient was sent to surgery to remove the remainder.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted.